Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos (real time operating system) cpu assembly was evaluated and reseated. The associated cmos settings were also reset as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot up to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.